Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable intact human chorionic gonadotropin + the b-subunit (hcg+b) result for one patient sample. The initial result from a poured off aliquot was <0.01 miu/ml. The customer stated any result less than 5 miu/ml was considered negative. The result was reported to the doctor who questioned it and ordered repeat testing. The primary sample tube was tested on another cobas e602 analyzer and the result was >10,000 miu/ml. The same primary sample tube was tested on yet another cobas e602 analyzer where it was auto-diluted and the result was 56,491 miu/ml. This result was reported out and thought to be accurate. The patient was not adversely affected. The reagent lot number was 18543003 with an expiration date of 08/31/2016. The field service representative found there was an issue with sampling. He ran system checks for all mix functions, confirmed the sample reagent dispense and alignment, checked the sample voltage, and confirmed all qc was in range. He noted he could not determine if the reagent or sample were compromised as they had been discarded. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Based on the statement that qc was in range, a general reagent issue was not evident.